Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm512.6, -07.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens in a second surgery on (B)(6) 2022 due to excessive vault. This resolved the problem.

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim# (B)(4).